Manufacturer narrative:
\ Additional contact information: (B)(6). A getinge field service engineer (fse) confirmed and stated while performing the pm fse found the unit would not pass the all manifolds test and the upper panel was broken. After replacing the items upper panel, pneumatic module assy. He performed a pm, full calibration, and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer. Cardiosave rtc nvram ic replacement kit was replaced due to the age of the unit and maintenance schedule.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5)

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) won't pass all manifold test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.